Event description:
It was reported that during a recto-sigmoidectomy, cystectomy, and radical prostatectomy procedure, at the moment that the doctor was holding the colorectal to initiate the anastomosis, the first stapler trigger broke. The doctor performed the surgery, but, due to the stapler that broke, they opted to not perform the anastomosis. Unknown how the procedure was finished. No pieces fell into the patient. The hospitalization time did not increase due to this event. It was necessary to perform a blood transfusion. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). In addition to the information provided, additional questions were asked on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011 and no more information other than what was provided has been received. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.